Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 60mm shell. The unknown 28mm liner and unknown 28+0 head were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that there was a hip revised; sales rep was unaware of the medical reason for the revision.